Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2017 with blood glucose of 581 mg/dl. Customer's emergency room visit was due to high blood glucose, moderate diabetes ketoacidosis and not having a back up plan. Customer spent a few hours in the emergency room. Customer was treated and released. Customer reported that prior to going to the emergency room, the infusion set was changed. Customer went to sleep and awoke with high blood glucose over 600 mg/dl. Customer also reported of having a motor error alarm and no delivery alarm. Troubleshooting was performed and customer was able to rewind. Insulin pump continued to receive motor error alarm and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.